Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 23ga 1in was defective. The following information was provided by the initial reporter: we regularly order bd needles for our users from our supplier. We have come to solicit you because one of our users has repeatedly reported a problem with the needles 23g x1''- nr.16 0,6mm x 25 mm from bd. He says that he finds that they have changed; he has to use several needles to make an injection whereas previously one needle was enough for him. He informs us that he only does this with these needles; he wonders if the quality has changed. The consequences: he is a drug injector. Concerning a sample, sorry we are not able to provide you with one because we no longer have bd needles from this lot in stock.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number: 180707 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were observed on any of the samples. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident.

Event description:
It was reported that needle 23ga 1in was defective. The following information was provided by the initial reporter: we regularly order bd needles for our users from our supplier. We have come to solicit you because one of our users has repeatedly reported a problem with the needles 23g x1''- nr.16 0,6mm x 25 mm from bd. He says that he finds that they have changed; he has to use several needles to make an injection whereas previously one needle was enough for him. He informs us that he only does this with these needles; he wonders if the quality has changed. The consequences: he is a drug injector. Concerning a sample, sorry we are not able to provide you with one because we no longer have bd needles from this lot in stock.